Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for the call is the pt states they have not been able to charge the ins for 2-3 days now because the ins is showing 100%. Agent had pt confirm if stim is off or on. While on the call pt connected to the ins and the ins is showing 100% and stim is off. While on the call pt was able to confirm they turned stim on by seeing therapy on and it is green. Pt states they are currently on group a. Pt states the stim fully depleted and they charged the ins but were not aware that they had to turn stim back on. While on the call pt states they turned stim back on but "they are not feeling stimulation like before" and pt asked what they should do. Agent reviewed they cannot provide medical direction and redirected to the managing physician for instruction. Pt then states when they tried to connect to the ins with the wr today they seen service code 1021. Pt states they have not gotten the 1021 code until today when they were trying to start a charging session. Agent reviewed since the ins is already at 100%, they will not be able to charge the ins anymore that. Agent reviewed code and per the code suggested they follow up with the managing physician.